Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an electrical storm, the transmitter would not power up and charring was noted on the green strips inside the power adapter.